Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an programmed to deliver normal saline, at a rate of 900ml/hr, with a vtbi (volume to be infused) of 300ml, and the delivery was started. After an unspecified length of time, it was reported the nurse was sitting with the patient and noted that the normal saline container was empty. At this time the nurse noted air in the proximal tubing and in the distal tubing 5-6 inches past the cassette, with no device alarm. At that time, the deliver was stopped. There was no air delivered to the patient. The device and tubing set were removed from clinical service. The therapy was completed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. After an unspecified length of time, the customer contact reported the patient was discharged home. Though requested, no additional information was provided.